Event description:
It was reported that the patient presented to clinic with 3 driveline faults alarms. They had a history of controller exchange for driveline faults alarms in (B)(6) 2020 ((B)(4)) and a history of driveline splice in (B)(6) 2019 ((B)(4)). Log files were sent for review and technical services noted that the patient had a previous driveline repair on (B)(6) 2019, approximately 2.5 inches from the exit site. There was not enough room for a second repair attempt. The log file displayed 6 intermittent/transient driveline fault alarms during the ~18 day length of the file. The driveline faults appeared to be caused by a potentially damaged wire in phase b. It was recommended to swap out the patient¿s controller when it is safe to do so and to send new log files. The log file also displayed 1 transient elevation in power and flow associated with a pulsatility index (pi) event on (B)(6) 2022 at 4:02am, as well as 1 transient backup battery fault alarm on (B)(6) 2022 at ~7:37am, which appeared to have resolved. There were no other unusual events seen within the log file. The healthcare providers exchanged the patient's controller and requested an unshielded patient cable. Additional log files were sent for review from the new controller. There were no unusual events seen within the log file. There still appeared to be a potential degrading conductor/wire in phase b. The patient had not had any additional alarms and would be monitored in monthly clinic visits.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of driveline fault and backup battery fault alarms were confirmed via analysis of the log files. A review of the log file ((B)(4)) contained data spanning approximately 19 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Intermittent driveline fault alarms, coincident with yellow wrench alarms, were active beginning on (B)(6) 2022 at 18:16:18 and continued until the end of the log file on (B)(6) 2022 at 14:47:47. These alarms activated due to value of phase 2 being measured much higher than phase 1 & 3. This alarm was manually silenced with the 7.29 software and did not affect the controller¿s ability to operate the pump at the set speed. On (B)(6) 2022 at 7:37:24 there was an atypical transient backup battery fault that cleared on its own. No other notable alarms were active in the log file. A review of log file ((B)(4)) contained data spanning 2 days ((B)(6) 2021 and (B)(6) 2022 per timestamp). Starting (B)(6) 2022 at 17:17:39 phase 2 intermittently measured much higher than phase 1 & 3 until the end of the log file. This did not cause any alarms to activate and pump operation was not affected. There were no notable alarms active in the log file. The returned system controller (s/n: (B)(4)) was functionally tested and did not reveal any findings that would have resulted in the observed driveline fault and backup battery fault. The controller was connected to a mock loop and was found to support pump function for an extended period of time. The driveline faults and backup battery fault alarms were unable to be reproduced throughout all testing. The provided information indicated a patient history of driveline damage and repairs. A root cause of the reported events was unable to be conclusively determined or associated with the system controller through this analysis. There was an additional incidental finding of a missing backup battery cover. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault, backup battery fault, and no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault, backup battery fault, and no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: missing pin from the white power cable and the missing backup battery cover. The reported events of driveline fault and backup battery fault alarms were confirmed via analysis of the log files. A review of the log file contained data spanning approximately 19 days (5feb2022 ¿ 23feb2022 per timestamp). Intermittent driveline fault alarms, coincident with yellow wrench alarms, were active beginning on 18feb2022 at 18:16:18 and continued until the end of the log file on 23feb2022 at 14:47:47. These alarms activated due to value of phase 2 being measured much higher than phase 1 & 3. This alarm was manually silenced with the 7.29 software and did not affect the controller¿s ability to operate the pump at the set speed. On 23feb2022 at 7:37:24 there was an atypical transient backup battery fault that cleared on its own. No other notable alarms were active in the log file. A review of log file contained data spanning 2 days (13oct2021 and 23feb2022 per timestamp). Starting 23feb2022 at 17:17:39 phase 2 intermittently measured much higher than phase 1 & 3 until the end of the log file. This did not cause any alarms to activate and pump operation was not affected. There were no notable alarms active in the log file. The returned system controller (s/n: pcx-18624) was functionally tested and did not reveal any findings that would have resulted in the observed driveline fault and backup battery fault. The controller was connected to a mock loop and was found to support pump function for an extended period of time. The driveline faults and backup battery fault alarms were unable to be reproduced throughout all testing. The provided information indicated a patient history of driveline damage and repairs. A root cause of the reported events was unable to be conclusively determined or associated with the system controller through this analysis. No further information was provided. The manufacturer is closing the file on this event.